Manufacturer narrative:
The patient code (B)(6) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the consumer had poor communication. Stimulation was last felt "last thursday" and the device had last been successfully charged last week. Communication was not possible with either the implantable neurostimulator recharger (insr) or the patient programmer. The consumer stated that the implantable neurostimulator (ins) may have flipped or slipped down/moved about a month ago in 2018. This was all very concerning to the patient because they needed an MRI of their right knee but the MRI was currently on hold until they could communicate with the implantable neurostimulator (ins). Per the consumer, they had a lot of medical appointments recently that were unrelated to the device or therapy. It was confirmed that an appointment was set up for the manufacturer representative to see the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2018 from the consumer reporting that the device stopped working on (B)(6) 2018. It was reported that maybe the patient was not using it enough at the time due to a lot of medical appointments for both the patient and their spouse. There was MRI order on (B)(6) 2018 for the patient right knee but the MRI was cancelled on (B)(6) 2018. The patient met with a manufacturer representative on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient needed help regarding their device as it seemed like it stopped working. No further complications were reported.